Manufacturer narrative:
D4: correction. D9: 28-dec-2023. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was duplicated. The pump shows error code 45880. The probable cause was identified to be the main board. The main board was replaced to correct the issue.

Event description:
Additional information was received that the issue was discovered during testing and there was no patient involvement.

Event description:
It was reported that the pump exhibited an upstream occlusion. A new coin and software update were needed. The pump did not communicate with the software and the customer was not able to update the drug library. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.